Event description:
It was reported that the "cuff loses air". There was one (1) pt involved with no reported injury and/or change in therapy. The involved device(s) have not been returned to the manufacturing facility for evaluation as of the date on this report.